Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a crease was confirmed at the irrigation tube and it affected the amount of irrigation to the patient's eye. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and it was found that the drip chamber had been cut off by the customer. The tubing was visually inspected and a bend in the irrigation tubing was confirmed. A drip chamber from lab stock was used to complete the testing of the cassette. The sample was then functional testing and it was found that the sample primed successfully, irrigation flow rate was also found to meet specifications. While the customer¿s complaint of kinked tubing was confirmed, testing of the sample showed that the kink was cosmetic and did not affect the performance of the product. The cause of the kink could not be definitively determined with the information available to date; however, this defect is consistent with a defect observed when the tubing is improperly placed in the tray during the manufacturing process. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).